Event description:
The pt returned to the hosp four and one-half (4?) Months after the index procedure to the implicated target vessel. The pt was re-admitted with an acute myocardial infarction (ami) and heart failure. The pt's condition was reported to be serious. Dialysis was conducted at that time. The physician waited for the pt's condition to stabilize. Approx six (6) weeks after the re-admission, coronary angiography and intra vascular ultrasound (ivus) was done. Thrombus was confirmed in-stent and distal to the (2) previously implanted cypher stents. The target vessel/lesion was the left main (lmca)/proximal circumflex. The thrombosis was treated by the administratio of a thrombolytic agent (6,000,000 i.u. X 2) and perctaneous transluminal coronary angioplasty (ptca).